Event description:
International ((B)(6)) complaint received reporting leakage incident with one (1) d1000, tego connector: lot# 1731581. The report states, "blood leak in the dressing of the patient at home, from the tego cap valve screwed on the venous line. Return of the patient to the dialysis center, and change of the 2 tego caps. Clamping of the lines of the catheter." Blood loss reported to be clinically significant approximately 30ml. Follow up information requested as well as status of the involved device.

Manufacturer narrative:
A review of the mfg. Lot database for lot# 1731581 (mfg. Date 08/2009) shows 5000 units were mfg., tested, inspected, and released. Conclusion: the involved devices were not returned for analysis and investigation. At this time the exact cause(s) of the reported event are unknown.